Manufacturer narrative:
(B)(4). The follow-up manufacturer report provided on 07/13/2016 was incorrect. Since the device was found out of specification and under infused between 3-6%, this manufacturer report 1314492-2016-03704 is reportable and should remain in the FDA database.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the observed flow rate error, which was reproduced. Baxter's device evaluation found the device to under deliver by approximately 5% when the device was delivering at a rate of 40, 100, 400, 800 and 999ml/hr during flow rate testing. The evaluation has determined that the under delivery was caused by the upper valve and the upper finger being out of specification. The device was recalibrated. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-03704 can be removed from the FDA database. (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a different rate or volume than programmed. It was also reported there was no patient injury.